Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900mg/dl and a high level of ketones identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged the pump was not functioning as intended; however this could not be confirmed as the customer did not have the pump available for review with tandem technical support.